Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up information from the clinic disclosed that the device was replaced due to recommended replacement time (rrt) status. The clinic indicated the longevity was questioned and the patient required "early surgery." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the u.s., however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. For use by user facility/importer(devices only). (B)(4).